Manufacturer narrative:
The device was returned by the customer for evaluation. The visual and functional investigation did not confirm the shape development failure. Therefore, the root cause for the reported failure in shape development remains unknown.

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
It was reported that the occluder was deformed upon deployment during the initial check. The device had not yet come into contact with the patient. It was replaced with another device of the same size, and the procedure was completed successfully.